Event description:
Reported by the pt: on (B) (6) 2001 - pt had a hernia repair performed using a bard mesh patch. In 2003 - pt reported bulge in upper abdomen that grew bigger and reported his body was deformed. On (B) (6) 2005 - pt went to the ER with complaints of abdominal pain and was diagnosed with a hernia recurrence. On (B) (6) 2007 - pt underwent another repair, at which time it was reported that two (2) 6" sections of small intestine was cut out due to infection caused by the mesh having moved and body wrapped around his small intestines and he ended up with an infected abscess and was sick for a few years. On (B) (6) 2007 - pt underwent another surgery to drain the fluid that was accumulating in his abdomen from the surgery, and reported he was very sick, with a bad infection. On (B) (6) 2008 - the pt reported pain, recurrence, and a bad bout of coughing, which the pt reported ruptured his abdomen again. The pt underwent surgery. On (B) (6) 2008 - pt reported another abdominal abscess, underwent surgery, and received vna care once home from the hospital. On (B) (6) 2008 - pt reported another hospital admission-abscess. A wound vac was placed for 6 weeks. The pt underwent wound vac dressing changes. On (B) (6) 2008 - the pt went to the hospital for chest pain and reflux was diagnosed, the pt related the reflux to the mesh. Pt reported another md said that the implanted hernia patch, was in upside down and in the wrong place. The pt reported he had a disability, needed time off from work and did not have the mobility he once had.

Manufacturer narrative:
We have contacted the initial rptr to request additional info and to request return of the device for eval. This MDR includes all pt, event and device info davol has received to date. Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time.